Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure, delaying user access to medication. The nature of the procedure was not disclosed. The length of the delay was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist remotely evaluated the device by checking and determined that the device's software application shortcut was not present in the startup folder. The technical support specialist reinstalled the remote support services application to resolve. Customer tested and confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure, delaying user access to medication. The nature of the procedure was not disclosed. The length of the delay was not disclosed. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure, delaying user access to medication. The nature of the procedure was not disclosed. The length of the delay was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-oct-2020 to 23- oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device unexpectedly went to blue screen with carefusion display and stopped responding during a procedure. A technical support specialist checked file security, xml, and shortcuts on startup folder. Reinstalled rss agent to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.